Event description:
It was reported that high lead impedance was read after performing generator replacement surgery in the or. Info was received from a company rep indicating that she was at the or and pre-op diagnostics could not be performed as the pt's initial generator was at end of service. Furthermore, the old generator was replaced and connection of the already implanted lead to the new generator resulted on 7/limit/high in or diagnostics. The leads were disconnected and generator diagnostics were performed successfully and within normal limits; the pins were re-inserted, but the high lead impedance prevailed. The surgeon proceeded to lead revision and during the revision the surgeon found that the original lead was upside down. At the moment good faith attempts to obtain additional info have been unsuccessful to date. The explanted lead was returned to the MFR and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.